Manufacturer narrative:
Product ID 3889-28 lot# va04f91, implanted: 2012 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the patient had been sick with a "severe uti" since (B)(6) 2014. The patient was in the hospital, and then rehab, and now was in assisted living. The patient couldn't walk or sit and now was walking. The reporter asked for field representative to speak with patient. It was noted that "they were suppose to call to have someone come out to check" the ins. They asked her to call because, the doctor and her agreed that the ins needed to be checked out. The hcp (healthcare provider) was suppose to call more than a week ago. The reporter noted that this was urgent and "they aren't the ones leaking." Additional information received noted that the cause of the event was medication side effect. There were no impedance problems at last visit (B)(6) 2013. It was noted "not sns issue". Patient had (B)(6) on (B)(6) 2013. It was unknown if hospitalization was required. Patient outcome was noted as serious iinjury/illness - recovered with sequelae. Uti was treated by other urologist.